Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 40 months ago. Aneurysm morphology from the time of implant is unknown. It was reported that review of CT imaging from approximately three weeks ago revealed stent graft migration. The aortic neck has dilated from 28 mm to approximately 31 mm in diameter. The stent graft was approximately 15 mm from the lowest renal artery. The presence of an endoleak and aneurysm enlargement cannot be determined due to the quality of the imaging. No intervention has been performed at this time. The patient is being monitored by the physician. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (stent migration). Patient's condition affected effectiveness of device (dilated aortic neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (dilated aortic neck).